Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device battery was found to have depleted sooner than expected. Premature battery depletion was alleged but not confirmed. The device was explanted and replaced to resolve event. The patient was stable.